Event description:
The surgeon reported via the sales rep that the patient was required to undergo a revision surgery due to a fracture of the exeter stem.

Event description:
The surgeon reported via the sales rep that the patient was required to undergo a revision surgery due to a fracture of the exeter stem.

Manufacturer narrative:
An event regarding a fracture involving an exeter stem was reported. The event was confirmed. Device evaluation confirmed that the stem broke approximately 64mm from the stem distal tip. No material or manufacturing defects were observed on the fracture surface examined. Medical records evaluation not performed as no medical records were received. Device history indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history indicated that there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.